Manufacturer narrative:
No product samples were returned for investigation, however, a series of photographs were returned showing a b3300 microclave noting the differences between a translucent and opaque blue b3300 body. Reviewing the lot number provided in the photographs shows that the device in question is one with a translucent blue body. The location of the leakage was identified at or near the male luer end of the device assembly. There were no visual anomalies observed from the photos that were returned. The DHR was reviewed and there were no relevant non-conformances found that would have contributed to the reported complaint. Without the return of the affected product assembly a probable cause cannot be determined.

Manufacturer narrative:
It is unknown if the device is available for evaluation. Without the returned device a probable cause is unable to be determined.

Event description:
The event involved a microclave® neutral connector that the customer reported the device cracking to the point while flushing with saline. The nurse reported the saline sprayed out of the sides and also stated she can hear it cracking when placing the flushes on her line. The customer reported pieces of the device lodged into the central line. No medical intervention was required. There was patient involvement and report of an unspecified adverse event. No additional information has been provided.